Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). About a year ago, when seeing their doctor, the pt discovered their ins was sideways. They had not been able charge their ins for about a year. Pt said surgery was to ¿anchor it down so they can charge it again¿. Pt stated their trial stimulator worked great, but the permanent implant slipped sideways real quick. Agent emailed local manufacturer representatives asking them to call the pt back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.